Manufacturer narrative:
Because the instrument started to generate suppressed results for cartridge chemistries, the customer flushed the sample probe and contacted bci hotline. Hotline assisted the customer with mixer alignments. This appears to have resolved the issue. A bci field service engineer (fse) followed up with the instrument, and noticed the sample mixer was slightly bent. The fse replaced both mixers and verified proper instrument performance.

Event description:
A customer contacted beckman coulter inc (bci) in regards to an erroneously low vancomycin (vanc) result of < 3.5 ug/ml generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. A subsequent testing after troubleshooting the instrument produced a result of 27.9 ug/ml, and the result was amended. Additional medication was administered to the patient based upon the false low result.